Event description:
It was reported that there was debris on the preloaded intraocular lens (iol) and was introduced into patient's left eye. The debris was removed using irrigation and the lens remains implanted. Additionally, it was also indicated that the preloaded injector was faulty. No other intervention was required.

Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Explant date: if explanted, give date: not applicable, remains implanted in the eye. The device is not returning as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received with a plastic insert. The complaint lens was not received, according to the initial report the lens remains implanted. No additional product was received. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. The external assembly was inspected and no issues or foreign material could be identified. The handpiece was disassembled and a bent plunger rod tip was observed; however, no foreign materials were observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.